Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the stent remains in the patient. Stroke is a known potential adverse patient event associated with the use of the product and as listed in the instructions for use (IFU). There was no device malfunction reported that could have contributed to the event. Info available in the case description is not sufficient to determine a relationship between the event and the abbot vascular product. A definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure. All catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.

Event description:
Device issue: none. Adverse event: stroke. Time of adverse event: one day post procedure. It was reported via a trial that on (B) (6) 2010, the patient underwent stenting of the right internal carotid artery with an xact stent. The patient was discharged from the study hospital on (B) (6) 2010, without complications. During the cab ride home, the patient experienced expressive aphasia and tingling in the left arm. The patient was admitted to another facility and diagnosed with a stroke. No intervention was administered. The symptoms continued and the patient was transferred to a rehabilitation facility. There is no additional information at this time.